Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report the onetouch ultra2 meter was giving inaccurate results. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 5:30 am, the patient obtained the blood glucose readings of 107 mg/dl, 103 mg/dl, 113 mg/dl and 110 mg/dl on the reported meter, which she claimed were inaccurately low compared to a laboratory result. The reporter was unable to provide the specific laboratory result obtained at the time of this comparison testing. After obtaining these readings, the patient experienced the symptoms of shaking and dizziness; she did not seek any medical attention or treatment. The patient takes no medications to manage her diabetes. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining normal blood glucose readings on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014), the patient¿s meter has been returned on 8/8/2014 and evaluated by lifescan product analysis on 9/4/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.